Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation. Patient did seek medical treatment and was prescribed otc neosporin. Patient did not follow proper skin preparation instructions.